Event description:
Customer reported they received a positive test result with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22240h, reader sn (B)(4). On (B)(6) 2022. They took a pcr lab test (unspecified brand) the same day and received a negative test result. Customer did not have any symptoms, they are vaccinated, and they stored the cartridges within the temperature range.

Manufacturer narrative:
Investigation summary: explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were 26 previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.